Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that the patient noticed starting in (B)(6) 2020 that his stimulator is running down pretty quick, and he thought that the unit may need to be replaced. When the patient recharges the implantable neurostimulator, the next day it is over half gone. The patient does not use higher settings and has not had any falls or recent traumas. There were no patient symptoms or complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a consumer regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. It was reported that on (B)(6) 2017, the patient has been needing to charge more frequently. It was noted this started when the patient started getting radiation treatment for their cancer. No symptoms were reported. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient was having an issue with their battery. The patient reported that the battery depletes faster since they started cancer treatment. No further complications are anticipated.